Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device detected an alert for a shock impedance out-of-range (competitor right ventricular lead). Patient was seen in clinic and the shock configuration was reprogrammed. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.